Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly delivered a shock for afib with rvr (rapid ventricular response) verses vt/vf (ventricular tachycardia/ ventricular fibrillation). The ICD remains in use. No further patient complications have been reported as a result of this event.